Event description:
Hooks and screws implanted in 2003 became displaced and were removed in 2004. Reportedly the hooks and screws were implanted for a t7 corpectomy and t4-t11 fusion on a pt. Pt subsequently fell and was involved in a motor vehicle accident and one or more hooks became displaced.